Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a total shoulder arthroplasty the vaultlock medium glenoid trial, ar-9236-02pp, was used. When the trial was removed the central peg broke away from the trial at the level of the backside surface. The surgeon was able to safely remove the broken peg from the patient¿s glenoid and the case was completed without further issue.